Event description:
Neuropathy [neuropathy peripheral]. Cannot walk on own [gait disturbance]. Case description: a regulatory authority rep reported that they were notified that a consumer, gender and age unspecified, used fixodent denture adhesive, version unk cream 1 application, 1 /day beginning 1997 through 2010 and reported the following: neuropathy and cannot walk on own anymore, is in a wheelchair. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by reporter, therefore, unable to proceed with batch retain testing or product investigation.